Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 4.00x32mm promus premier¿ drug - eluting stent (des), it was noted that the tip of the stent was deformed. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.